Event description:
On 4th december 2024, it was reported by an arthrex employee via email that an ar-1934bcf biocomposite suturetak anchor broke during insertion. This was detected during an exploratory laboplasty of hip joint surgery on (B)(6) 2024. Ar-1927pb and ar-2324ptb was used to prepare bone socket and the anchor broke during insertion. All fragments were retrieved from patient. Procedure was successfully completed with no patient harm and no secondary procedure needed by using another new ar-1934bcf.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-1934bcf, serial/batch number (B)(6), was received for evaluation. A visual evaluation found that the screw body was broken, and a piece generated during the break was not returned for investigation. The evaluation of the screw also revealed deformity of the threads. Functional testing was not performed due to the damage to the device. The most likely reason for the reported failure is user error, specifically improper bone preparation and misalignment of the insertion.